Manufacturer narrative:
Concomitant medical products: 2088tc lead implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) his bundle lead exhibited low lead impedance warning, causing a polarity switch. The rv his lead remain in use. No patient complications have been reported as a result of this event.